Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod for longer than 48 hours they had a scar at the pod infusion site. In addition the patient reports having pain at the pod infusion site.